Event description:
Patient presented to the physician with redness and swelling at the chest incision. Physician prescribed antibiotics. Patient presented back to the physician with slight improvement at the chest incision site. Physician prescribed antibiotics, a topical cream, and antibacterial bath.